Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line alarm. Evaluation found the upper reading on the upstream sensor to be low and out of specification due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient injury.